Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It has been reported that during use of an inpact pacific device, the balloon burst. No procedural information related to this event is available. No patient injury was reported. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (inpact admiral pta). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.